Manufacturer narrative:
Zeltiq followed up with the physician's office to gather add'l info. Per the physician's office the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs and confirmed that no system malfunction occurred during treatment.

Event description:
A female pt in (B)(6) received coolsculpting treatment on (B)(6 )2012, with the coolmax applicator (8.0) on her abdomen. In (B)(6) 2012, the pt reported that her abdomen appeared enlarged and felt firmer than normal. Zeltiq received an ultrasound report from the treating office on (B)(6) /2012, which indicated an increase in subcutaneous cellular tissue in the abdomen. On (B)(6) 2012, the treating physician discussed liposuction to treat the condition, making this a reportable event. A f/u report will be made to the agency if and when new info is received about this case.